Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2022-03840. It was reported that x-rays revealed both of the patient's leads had migrated. The patient had lost therapy. Surgical intervention may occur.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the patient had their leads explanted and replaced. Effective therapy was established post-operatively.